Event description:
It was reported that the patient visited the doctor believing that there was an issue with the artificial urinary sphincter (aus) pump having scar tissue around it, the patient experienced pain with peeing. However, when the doctor opened the patient it was found to be an urethral erosion. Therefore, the aus was removed. The patient is expected to fully recover.